Manufacturer narrative:
An oxygen (o2) sensor was returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned components was performed, no anomalies were found. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the reported issue was isolated to the o2 sensor had exceeded the life expectancy. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, an 840 ventilator failed the o2 sensor calibration while in use on a patient. The patient was not harmed or injured as a result of the event. The patient was removed from the ventilator and placed on an alternate ventilator. The service engineer (se) verified the malfunction and replaced the oxygen sensor. The unit passed all testing and operates within the manufacturing specifications.